Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: unit passed all tests. Details can be found in the attached final test report. These serialized devices were released for distribution on september 25, 2013 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Pressure issue:ce - zduo - pressure - is this complaint part of a mitek sponsored clinical study? Contact details: contact title: biomed physician name: physician tel. No.: complaint details date incident occurred: yesterday type of procedure/intervention: knee intervention before, during, after the procedure? During was the device used on the patient? Yes consequences: was the procedure interrupted? No, surgeon could finish the surgery with same device surgery was done by an external physician (apparently, not used to work the device) => during surgery, the flow of water was to high therefore the pressure increased => patient is closely monitored => customer suspects a pump issue, therefore wants the pump to be checked asks for loaner repair form will be sent to customer service note: sn format is quite atypical => customer checked on the delivery form: she confirmed that the sn is the one given (pump not available right now to check the sn on the rear side of the pump). [Classification] 406;0;what module was involved?; zduo;; 407;0;what was the issue with the module?;pressure;; 426;0;call type selection:;ce;; 1111;0;what is the serial number of the device?; d33a10619;; [phs evaluation] 1112;0;was there a report of patient injury?;no;; 1113;0;did a portion of a device break and fall inside the body?;no;; 1114;0;was a surgery delayed longer than 30 minutes due to the possible malfunction of a depuy mitek product during a procedure?;no;; classification=zduo;pressure;ce. Add'l info (hemac rpt.) Pb of pressure.